Event description:
In 2003 the pt reported that they had heard a grinding noise a couple of weeks ago, with no alarms and no excessive dust on the vent filter. The pt remained at home. The pt reported a rate control fault and low voltage alarms while on the lvad power base unit (pbu). The basal rate was at 38. A new lvad system controller and lvad batteries were tried, but the alarms continued. The pt was asymptomatic, anticoagulated and transported to the hosp with the vad coordinator. The pt then was attached to the hosp pbu and system controller. The system controller was tried in both fixed and auto rate modes with no resolution of alarms or low beat rate. The pt was switched to pneumatic backup using stroke volume limiter (svl) and drive console. The pt remains on pneumatic actuation of the lvad at this time while awaiting a pump replacement.